Event description:
It was reported that during a stenting treatment procedure, removal difficulty occurred and the stent moved on the balloon. The 90% stenosed, 3.5x30mm in diameter, concentric, lesion being treated contained a <=45 degree bend and was located in the moderately tortuous, moderately calcified proximal left anterior descending (lad) artery. The lesion was not predilated. The physician attempted to place the 3.5x32 promus element stent. However, when the stent was proximal to the lad and circumflex bifurcation, the physician felt friction. Angiography revealed "decrimping of the stent". The physician attempted to pull the stent back inside the guide catheter, but was unsuccessful. The stent was implanted proximal to the lesion being treated. The stent was post-dilated with a 4.0mm balloon and was well apposed. A 3.5x23mm non-bsc stent was used to treat the intended lesion. The angio final result was good. No patient complications were reported and the patient's status is stable. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).